Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that a box of pen ndl 32g 4mm 90 CT does not allow the pen to deliver their medication. The report is as follows, "I have been using your needles for my soloquia and apidra solostar pens for the last several years with very few problems. The last box of needles I bought is a different story. I am probably having a 30-40% failure rate. When I screw them onto the solostar pen and push the button, it won't go anywhere. I have tried unscrewing and reattaching, but that is not working. I changed to another pen and the same thing happened. I am rather perplexed. I've been using these pens and needles 3-4 times a day for several years. My technique hasn't changed. The only thing I can come up with is that I just got a bad batch."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a box of pen ndl 32g 4mm 90 CT does not allow the pen to deliver their medication. The report is as follows, "I have been using your needles for my soloquia and apidra solostar pens for the last several years with very few problems. The last box of needles I bought is a different story. I am probably having a 30-40% failure rate. When I screw them onto the solostar pen and push the button, it won't go anywhere. I have tried unscrewing and reattaching, but that is not working. I changed to another pen and the same thing happened. I am rather perplexed. I've been using these pens and needles 3-4 times a day for several years. My technique hasn't changed. The only thing I can come up with is that I just got a bad batch."